Manufacturer narrative:
Device evaluation: result - the manufacturing site received four 21g pbbcs within sealed packages from the reported lot 6236616. All components were present and intact. There was no damage to the packaging. There were no anomalies or damage to the units/components. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. Conclusion - confirmation of the reported failure was inconclusive with the units received and tested for this incident. There was no physical or mechanical evidence confirming or supporting manufacturing process related issues for the defect reported. Based on the verbiage in the customer complaint, it is noted that the failure was potentially user error.

Manufacturer narrative:
(B)(4). Device evaluation: a sample has been received for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the phlebotomist was stuck with the needle of the suspect device. It was noted that, the phlebotomist used his/her thumb to push the button and noted his/her "finger gets in the way of the piece that exists from the back of the needle stopping the needle from retracting." The source patient not known to have an infectious disease.